Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge using paddles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device or paddles were not returned to zoll medical corporation for evaluation. Instead, the full disclosure file and print strips were provided for review. Review of the full disclosure file indicated the device was in sync mode with external paddles. There were four recordings of the device charged, but no shocks were delivered. Without the activity log, it cannot be confirmed whether the shock buttons were pressed and held after charge. The disclosure file also identifies other button presses other than the shock buttons on the paddles which may have been a factor. Based on this limited information, no fault can be found. Analysis of reports of this type has not identified an increase in trend.